Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device unexpectedly lost power during manipulation. The cause of the reported issue was isolated to the power pcb assembly. It was confirmed that the device can not be repaired. The device was returned unrepaired per the customer's request.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device unexpectedly lost power during manipulation. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.